Event description:
On 7/11/08, isi received medwatch report, which indicates that an adverse event occurred in '08, during the use of the da vinci s surgical system and a gynecare x-tract tissue morcellator in a surgical procedure. The report was submitted to the FDA by the pt, however, a description of the event was not provided.

Manufacturer narrative:
On 7/30/08, additional info regarding the event was provided by the pt's sibling. It was reported that at the end of the da vinci s hysterectomy surgical procedure, the surgical staff inserted a gynecare x-tract morcellator into the pt, however, it was not securely attached. When the surgeon tried to attach the morcellator intraabdominally, the surgeon lost control of the morcellator and injured the pt's aorta, inferior vena cava and common iliac artery (cia). As a result, the pt needed a vein graft for the cia repair. On 8/7/08, additional info was provided by an isi rep who reported that during the time of the event, a system arm was undocked in order for the surgical staff to insert the morcellator through that port site and only the system camera was being used when the injury occurred. Based on the info provided, it was determined that the da vinci s surgical system did not malfunction in a way that would cause nor contribute to the pt injury.